Event description:
Caller reported false negative urine hcg results vs. Quantitative results. A pt came in and they ran the qupid test 4x on two different lots of devices (the other lot is a separate complaint). All results were negative. Doctor stated a fetal heartbeat was detected and pt was estimated to be (B)(6). They also did a quantitative test on an immulyte instrument using the pt urine. Quant result was >5000 miu/ml (this is the upper linearity limit of the analyzer). She diluted the urine 1:10 and ran on the qupid and got a very strong positive result. The customer also noted that they had at least one other false negative complaint on lot 32192.

Manufacturer narrative:
Investigation pending.